Manufacturer narrative:
System restarted; no further issues reported. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision control device failed to connect; resolved via restart on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.